Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) system, one of the epicardial leads dislodged when the leads were tunneled through the rib cage up to the device. This resulted in a bleeding. The pocket was reopened, and this dislodged a second lead, causing more bleeding. The physician attempted to re implant both leads, however, out of range measurements were obtained. One of the leads was able to be repositioned, however, this resulted in more bleeding. The patient went into a ventricular fibrillation (vf) arrest. Therapy delivery was attempted through the device, but the crtd was out of the pocket. This triggered an error code due to the circuit not being able to be completed as the device was outside the pocket. External rescue and internal paddles were attempted but were not successful. The physician re inserted the can into the pocket and a commanded shock successfully converted the rhythm. At this point, only this lead was connected to the can and high capture thresholds were observed. The physician opted to conclude the procedure at this point and closed the pocket. The next day, loss of capture (loc) was observed on one of the leads as well as low amplitude. Later on, a revision procedure was performed, and the lead was explanted and replaced. No additional adverse patient effects were reported. This device remains in service.